Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. No signs of use were observed. Visual examination identified one kink located along the guidewire body. The guidewire was unraveled. Unraveling of the spring coil originated from the central portion of the guidewire and extended toward the proximal end. The spring coil was stretched and extended beyond the proximal end of the core wire. The unraveled spring coil was detached from the core wire toward the proximal end of the guidewire. Microscopic examination confirmed that both the distal and proximal welds were present and appeared full and spherical. The kinks on the guide wire were located 195 mm from the distal tip. The returned guidewire was functionally evaluated in accordance with the product instructions for use (IFU), which states: "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The guidewire was advanced through a laboratory inventory 2-lumen × 12 fr catheter. The undamaged portion of the guidewire advanced through the catheter without resistance. The kinked portion advanced with resistance. The guidewire could not be advanced beyond the location where the unraveled spring coil was detached from the core wire. A device history record review was performed, and no relevant findings were identified. The reported condition of guidewire unraveling was confirmed through examination of the returned sample. One kink along the guidewire body, and the guidewire was unraveled. Unraveling of the spring coil originated from the central portion of the guidewire and extended toward the proximal end. The spring coil was stretched and extended beyond the proximal end of the core wire. The unraveled spring coil was detached from the core wire toward the proximal end of the guidewire. The guide wire met all applicable dimensional and functional requirements, and review of the device history record did not identify any manufacturing-related nonconformances. No manufacturing defects were identified during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force is greater than the design specification is applied during removal. Based on these circumstances, the findings are consistent with damage resulting from mechanical forces encountered during clinical use. Unintentional use-related mechanical stress likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the guide wire was unravelled when it was removed from the patient. The patient was reported as fine post the incident."